Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). The customer states that the results from roche analyzers did not correlate with the results from other analyzers. The customer did not know which results were correct. The customer reported high ft3, ft4, and tsh results on the e601 analyzer at the "nhs lab" site compared to results from other manufacturer analyzers at other sites. The results from the nhs lab are the subject of this report. This medwatch will cover ft3. Refer to the medwatch with(B)(6) for information referring to ft4 and refer to the medwatch with (B)(6) for information referring to tsh. The patient initially went to the site, "(B)(6) hospital" to receive thyroid testing. The sample initially resulted as 2.76 pg/ml for ft3, 1.08 ng/dl for ft4, and 1.45 uiu/ml for tsh when tested on an abbott architect analyzer at the "(B)(6) hospital" site. These results did not correlate to previous sample results obtained at a different site, "(B)(4). Ltd". The sample was then sent to three other sites for repeat testing. At the first of these other sites, "(B)(6) lab", the sample was tested on an abbott analyzer, where it resulted as 2.76 pg/ml for ft3, 1.12 ng/dl for ft4, and 1.45 uiu/ml for tsh. At the second laboratory, "nhs lab", the sample was tested on an e601 analyzer, where it resulted as 6.91 pg/ml for ft3, 3.75 ng/dl for ft4, and 2.08 uiu/ml for tsh. At the third laboratory, the sample was tested on a beckman coulter analyzer, where it resulted as 3.28 pg/ml for ft3, 0.91 ng/dl for ft4, and 1.95 uiu/ml for tsh. The high results from the "(B)(6) lab" site were not reported outside of the laboratory and the physician only used the results from the "(B)(6) hospital" site. The patient was not adversely affected. The e601 analyzer serial number used at the "(B)(6) lab" site was asked for, but not provided. A sample from the patient was provided for investigation. The high ft3 and ft4 results could be reproduced. No interference to streptavidin could be detected in the sample.

Manufacturer narrative:
Further investigations of the patient sample has found the presence of an interfering factor to the sulfo ruthenium label present in the ft3 and ft4 reagent. This interference is covered in product labeling.